Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that an nr was opened relating to "during active aeration phase, parameter n°35 "dec minimum number of pulses" should be of a minimum of 3 pulses. In cycle 17-0578-3, the dec number of pulses was of 1 only" with no link with this complaint. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed two similar complaints for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-50590.

Event description:
The affiliate reported via email that during an unknown procedure on an unknown date once the anchors fixed, the thread broke. Per additional information provided by the affiliate on 10-26-2017: the procedure was a shoulder arthroscopy. The issue was detected during use. There was a 10 minute delay in the procedure. The procedure was able to be completed. The suture broke when tightening the knot. The suture was not in contact with an instrument during breakage. A suture cutter was not used. Per additional information provided by the affiliate on 11-17-2017: the procedure was completed with the anchor. The anchor was not removed. The original bone hole was used to complete the case.